Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an infusion set tubing was kinked on (B)(6)2024. Blood glucose level was 430 mg/dl at he time of event. No further information available.